Event description:
The reporter stated that the device was displaying an invalid syringe size and plunger sensor errors. There was no patient injury or treatment associated with this event. Upon evaluation, it was discovered that the size potentiometer was not working correctly.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The device was confirmed to display an invalid syringe size and plunger sensor error. During calibration, it was discovered that the size potentiometer could not be calibrated which was then replaced. This is being monitored for trends.